Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft3 iii ver.2 results for one patient sample tested on the customers cobas 6000 e601 module with serial number: (B)(4) and the investigation sites cobas e 602 module with serial number: (B)(4). This MDR is for the ft3 iii assay. Refer to the medwatch with patient identifier: (B)(6) for the ft3 iii v2 assay. It is unknown if the initial results were reported to the patient/medical personnel. The reporter suspected non-specific interference in the roche thyroid assays. The reporter sent the patient sample to the investigation site and to an outsourced laboratory that uses an abbott architect for reruns. The reporter also sent the patient sample to their outsourced laboratory for two other thyroid assays. Refer to the attachment in the medwatch for the highlighted questionable results.

Manufacturer narrative:
From the information provided and the analysis thereof, a general reagent issue can most likely be excluded. The differences generated between the different methods most likely relate to methodological differences. To the differences in the values generated with the different analyzers, it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials/methods and the standardization methodology used.